Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA was issued for vertek arm. The device has not been returned to the MFR.

Event description:
A site rep reported the vertek arm was locking up and cannot be tightened further . There was no pt present.